Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port due to damage to the charging port. The customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 216-217 mg/dl.